Manufacturer narrative:
Pr# (B)(4). The device was evaluated by a philips bench tech. The tech further clarified the issue and noted that the device displayed "pads cable failure and pacer equipment malfunction inop messages". The therapy pca was determined to be faulty. The therapy pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. This was a malfunction of the therapy pca.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed the ECG test with no pt involvement.